Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient exhibited complete heart block. It was reported that the right ventricular (rv) lead dislodged and exhibited intermittent capture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.